Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, an additional occlusion alarm occurred. Reportedly, the cartridge had been filled with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. A supply change was performed to address the issues. The customer's blood glucose level ranged from 190-200 mg/dl.